Event description:
As reported: "big cystic changes found in the right medial malleolus. (B)(6) 2022: big cystic changes noted in the medial malleolus during a routine x-ray in clinic. Patient not complaining of any severe pain/discomfort or problems with their right ankle. Further investigation show lesion to be a geode type lesion next to the right total ankle replacement. (B)(6) 2022: debridement of large intraosseous ganglion/geode. (B)(6) 2023: wound fully healed."

Manufacturer narrative:
Please note correction to h6 (clinical signs codes). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A microbiologist reviewed the sterilization procedures, environmental monitoring, bioburden data and the DHR and noted: the subject device was packaged according to established design and process specifications and was sterilized according to procedure. No deviations or non-conformances could be found. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "big cystic changes found in the right medial malleolus. On (B)(6) 2022: big cystic changes noted in the medial malleolus during a routine x-ray in clinic. Patient not complaining of any severe pain/discomfort or problems with their right ankle. Further investigation show lesion to be a geode type lesion next to the right total ankle replacement. On (B)(6) 2022: debridement of large intraosseous ganglion/geode on (B)(6) 2023: wound fully healed".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.